Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat valgus osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, tibial tray migration, mispositioning, and loosening at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and depuy cement x 2. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review: product code 150610005, work order (B)(4) was manufactured on 2nd september 2015. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no nc¿s or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.